Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the catheter was kinked. The procedure was completed with another of the same device. There was no patient complications reported. However, returned device analysis revealed, the imaging windows was observed with ripples and stretched, and the catheter was observed twisted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Investigation results: device analysis findings: the device was returned for analysis without the tip. Visual inspection revealed the sheath assembly was kinked. Microscopic inspection the imaging windows was rippled and stretched, and the catheter was observed twisted. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. Kinks can occur during procedural advancement when friction between the catheter, hemostasis valve, guide catheter and lesion resists movement or from external handling forces on the device. During product analysis, an imaging window and drive cable were found twisted which indicates the device was advanced while rotating. It has been identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up, which can result in excessive torque and twisting of the drive cable. Regarding the observed imaging window ripples, these can be result of the material twisted observed, due to the torsion generated by the twist over the imaging window. Therefore, failure to follow instructions is the assigned cause code for catheter twist and the ripples found on analysis.